Event description:
It was reported that bd¿ precisionglide¿ needle package was opened and sterility was compromised. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, there wasn¿t quality notification found related with this failure only maintenance record of occurrence was detected. The sample of product was sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. The defect package seal integrity occurred due to a failure in the blister packing process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ precisionglide¿ needle package was opened and sterility was compromised. No serious injury or medical intervention was reported.